Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dose markings were observed to be missing on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use. The following information was provided by the initial reporter: "missing dosing markings this is the second time they've had this occur"

Event description:
It was reported that dose markings were observed to be missing on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use. The following information was provided by the initial reporter: "missing dosing markings this is the second yime they"ve had this occur".

Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. The photo depicted a single packaged 3ml syringe. The syringe was observed to have all of the markings above 0.7ml grad line missing with the exception of a faint bd logo. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9036680 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.